Event description:
It was reported that the patient passed away two days after the implant of the spinal cord stimulator (scs) system. The physician stated that he does not believe that the patients' death is device related. The cause of death is not known, however, it was stated that the patient experienced a cardiac arrest. No additional information had been received despite good faith effort requests.